Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the radial artery. A choice guide wire was selected however during the procedure while inside the patient's body, the tip of the wire broke off. The detached tip was retrieved and the procedure was completed using a different device. No patient complications were reported and the patient's status was fine.